Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported the cause and resolution were unknown.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urina ry/bowel dysfunction. It was reported that for the last month the patient noticed that their stimulation sensation had gradually moved from the middle of their left buttock to their vagina and rectum. The patient said that sometimes the stimulation sensation was u ncomfortable and they had to decrease the stimulation to a comfortable level. Yesterday (B)(6) 2024) the patient was incontinent and did not make it to the bathroom in time and had to change their pad and underwear. Patient said that they had been running around and there were times when the stimulation felt like a shooting or dull pain in a painful area. Patient decreased stimulation on the call. Patient will maintain stimulation level and will continue to track symptoms. Patient services reviewed therapy adjustment options. Patient services redirected to doctor if issue persists.